Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the "ok" key having an intermittent response, which was experienced during evaluation. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. Additional information: (B)(4)

Event description:
During baxter's evaluation of a spectrum pump, it had an intermittent "ok" key. There was no patient involvement.